Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulty to advance was not able to be confirmed, due to the operational context involved with the reported issue. The guide wire exit notch was stretched and torn for a length of 1.5mm. There was no other damage to the dragonfly optical coherence tomography (oct) catheter. The observed damage to the distal tip if the catheter and the guidewire exit notch (stretched and torn) are consistent with being effects of the reported difficulty to advance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance appears to be related to circumstances of the procedure. In this case, it is likely that the patient¿s anatomical conditions caused the observed catheter damage and the reported difficulty to advance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was performed to treat lesions in the left anterior descending (lad) artery and the left circumflex (lcx) artery using a dragonfly opstar imaging catheter. Initially, there were difficulties with two runs in the lad due to the guidewire retracting. This occurred because the rapid exchange part of the device took a challenging angle, influenced by the patient's anatomy, making it difficult to advance the device. Subsequently, two more runs were successfully completed in the lcx without any issues. All images were good. There were no adverse effects on the patient and no clinically significant delays in the procedure. Analysis of the returned device found that the guide wire exit notch was stretched and torn for a length of 1.5mm. No additional information was provided.

Manufacturer narrative:
Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to advance appears to be related to circumstances of the procedure. The catheter's distal tip was noted to be damaged, and the guide wire exit notch was stretched resulting in a tear, which are consistent as effects of the reported difficulty to advance. In this case, it is likely that the patient¿s anatomical conditions caused the observed catheter damage and the reported difficulty to advance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 4008 added.